Event description:
It was reported that the ilet pump¿s screen adhesive delaminated, the display separated from the housing, and internal mechanisms became visible after repeated drops during active daily use, consistent with a hardware screen delamination/breakage and exterior enclosure damage, and a replacement device was provided. Symptoms included no reported adverse clinical effects or alarms. Outcomes included no impact to health. Investigation included collection of event details and shipment tracking for the original device¿s return. Investigation of this case revealed physical damage consistent with user handling, including screen delamination and housing compromise, without evidence of alert behavior or functional fault affecting therapy. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling and impact.